Event description:
It was reported that the hv lead impedance had decreased. The patient was admitted to the ICU. The physician programmed the svc coil off and turned on all patient notifiers. The patient remained admitted and no testing was performed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found an abrasion at 44.5 cm from the distal tip due to friction with the ICD can. The etfe insulation of the svc cable was damaged in the same area.

Event description:
The customer stated that architect total bhcg reagent lot 79912jn00 was generating unexpected high reactive results. Patient (B)(6) generated an initial result of 16.16 miu/ml with a repeat result of 1.2 miu/ml. Field service was dispatched to inspect and service the architect. No impact to patient management was reported.